Manufacturer narrative:
The reported device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An angiodynamics territory manager (tm) reported a patient death occurred after a procedure, using an alphavac multipurpose mechanical aspirator f18 c85. During the procedure, the white handle and fin detached from the device, when the physician was turning it. The tm noted that handle and fin are located outside of the patient, at all times during the procedure; therefore, this did not impact the patient. The procedure was performed on an extremely ill patient, who was in the intensive care unit, in an attempt to remove a pulmonary embolism from their lung. During the procedure, which was performed in accordance with the IFU, the embolism shifted to a position where it was cutting off blood supply. When this occurred, the cannula was removed from the patient and the patient was successfully revived; however, while the patient was being transported to surgery, she coded and ultimately expired. The physician reported that there is no casual relationship between the alphavac device and the patient's expiration and their expiration is directly related to their poor health status. Both the physician and the tm who were present for the procedure, have performed several successful alphavac procedures and are well educated in the usage of the device.

Manufacturer narrative:
The customer's reported complaint description of the handle/fin on the alphavac cannula hub - became detached, was confirmed since customer provided a picture, however, the complaint sample was not returned. Without receiving the complaint sample for evaluation, we are unable to determine a root cause for the handle/fin detachment. This handle fin component is bonded to the cannula hub using adhesive. Potential root cause for this type of failure mode is insufficient amount of adhesive applied and/or end user applying excessive amount of torque on the handle fin. The purpose of the fin is to provide orientation/steerability of the funnel tip. A device history record (DHR) review of the packaging/assembly lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Labeling review: the directions for use (dfu) that is provided with this device contains the following statements: indications for use the cannula is indicated for: the non-surgical removal of thrombi or emboli from the venous vasculature, aspiration of contrast media and other fluids from the venous vasculature. The cannula is intended for use in the venous system and for the treatment of pulmonary embolism. Directions for use and manuals for the alphavac system and all related accessories should be read prior to use and devices used as indicated. As with all medical devices, this device and ancillary equipment are to be used by trained physicians only. Specifically, this device is to be used only by medical personnel experienced with using surgical and/or percutaneous (seldinger) vascular access techniques as well as physicians trained and experienced in percutaneous, intravascular, diagnostic and interventional techniques requiring fluoroscopic or image guidance and visualization. Adverse events: this device, as do all embolectomy systems and devices, has possible side effects, which include, but are not limited to infections, blood loss, thrombus formation, embolic events, vessel, ventricular or valvular damage and complications of percutaneous or surgical insertion techniques. These may occur if the directions for use are not followed. Possible complications include those normally associated with large bore surgical and/or percutaneous vessel catheterization/cannulation, anticoagulation, and application of intravascular introducer systems which include but are not limited to: distal embolization of thrombus, pulmonary embolism, cardiac arrest, death. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint continues to be monitored for trends. Reference (B)(4).